Event description:
Used the incisor plus elite blade to debride soft tissue (fat pad) after oscillating for approx 30 seconds he noticed some thin metal spiral shavings of metal had come off the blade and became embedded in soft tissue. He stopped using the shaver, removed it and attempted to remove all the metal remnants using acufex handheld instruments. All visible metal shavings were removed; however the surgeon cannot be 100% certain everything was entirely removed.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)